Event description:
B-braun normal saline flush 10ml in 12ml syringe, lot 070601sfr observed with floating particulate matter. This occurred one week after pharmacists and nurses noted a tinted solution. B-braun was contacted and advised that the tinting was a result of a new sterilization procedure. Since that time. Particulate matter has been observed in the previously mentioned lot. Lot samples were forwarded to b-braun. Dates of use: one day in 2007. Diagnosis or reason for use: flush solution.